Event description:
The patient was implanted with a left ventricular assist device. The transplant coordinator reported that while exchanging power sources, the lvad stopped when the white lead of the system controller was disconnected. The system controller was exchanged without further issues.

Manufacturer narrative:
The patient remains ongoing on lvad support. The system controller was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.